Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6). During the procedure, the cat6 was advanced to the clot. After connecting and disconnecting the cat6 from the aspiration tubing (tubing) several times, the cat6 broke at the proximal end. Therefore, the cat6 was removed. The procedure was completed using a new cat6 and the same aspiration tubing. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: 3005168196-2020-00274. Results: the hub of the returned cat6 was cracked. The returned cat6 was ovalized along its length. Upon functional testing, the returned cat6 was flushed through with air while submerged in the bleach solution and air leaking was observed from the hub. Conclusions: evaluation of the returned cat6 revealed a crack on the catheter hub. If the hub of the cat6 is forcefully twisted while repeatedly connecting and disconnecting the aspiration tubing, damage such as a cracked hub may occur. Further evaluation revealed ovalizations along the length of the returned cat6. These ovalizations were likely incidental to the complaint and may have occurred during packing for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.